Event description:
It was reported that the cause of patient death was withdrawal of support as per family decision. The device was considered to be device related as it is believed suspected pump thrombosis was the cause of death. The pump was functioning as expected. The device will not be returned for evaluation.

Manufacturer narrative:
Section b5: additional information. Manufacturer's investigation conclusion: although elevations in power and corresponding flow were confirmed through the analysis of the submitted log file, a specific cause for the elevations could not be conclusively determined through this investigation. Furthermore, a direct relationship between the device and the reported elevation in ldh could not be determined. The report of suspected pump thrombosis could not be confirmed as no product was returned for evaluation. The account reported that the patient had a history of thrombosis. Home labs revealed a spike in ldh of 707 and an inr of 1.9. The patient was admitted on (B)(6) 2020. The cause of the elevated ldh and of the elevations in power and flow was unknown. As of (B)(6) 2020, the patient was under observation, receiving IV heparin in conjunction with coumadin, and awaiting a ramp study. It was reported that the patient was asymptomatic. The submitted system controller log file captured several transient elevations in power (as high as 10.8 w) and corresponding flow (as high as 12.0 lpm) occurring on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. Of note, these elevations appeared to occur during pi events. No atypical alarms and no additional atypical trends in pump parameters were captured. The pump speed remained above the low speed limit for the duration of the log file. It was later reported that the patient expired on (B)(6) 2020 due to withdrawal of support per the family¿s decision. The patient¿s death was considered to be related to suspected pump thrombosis. It was reported that the pump was functioning. It was reported that the device would not be returned for evaluation. The introduction of the heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) explains the pump parameters, including pump flow, pump speed, pulsatility index (pi), and pump power. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Hemolysis and device thrombosis are listed in the hmii lvas IFU as adverse events that may be associated with the use of hmii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome, the patient expired on (B)(6) 2020, after withdrawal of support. No additional information was provided.

Manufacturer narrative:
Patient thrombosis event from (B)(6) 2017 was reported in related manufacturer's report number 2916596-2017-00421. Patient thrombosis event from (B)(6) 2019 was reported in related manufacturer's report number 2916596-2019-05985. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 and a log file analysis was requested for the patient. The patient has a history of pump thrombosis on (B)(6) 2017 and (B)(6) 2019. Home labs revealed a spike in lactate dehydrogenase (ldh) 707 u/l and international normalized ratio (inr) 1.9. The vad team is planning to admit the patient for IV heparin and ramp study. The log noted several power/flow elevations throughout. There were no other unusual events recorded in the log file event history. It was reported that the cause of elevated ldh is unknown. The patient is currently receiving IV heparin in conjunction with coumadin awaiting ramp study. The cause of the elevated pump power and elevated flow were unknown. The patient is reportedly asymptomatic and the plan of care for patient is observation along with IV heparin.